Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the pump has no power. Upon triage the service tech found the pump to have a physically burnt power supply.

Manufacturer narrative:
Scd express controller was received for the unit with a complaint of ¿pump has no power.¿ the complaint was verified, as the power supply was burnt. The electrical power supply replaced and the tests of functionality and electrical safety have been validly valid in accordance with the manufacturer's instructions. The most probable root cause is the customer misuse due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.